Event description:
It was reported that the patient experienced a shocking or jolting sensation. The patient was shocked when she touched a gas stove over a week ago. Following the shock, the patient lost therapeutic relief and began receiving a shock at the lead site up to her chest every time she ate or drank. Her hcp examined the device and told her the readings were off, but did not provide any more information. The patient had an appointment scheduled for (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 435135, serial # (B)(4), implanted: (B)(6) 2009, explanted: unknown; lead model 435135, serial # (B)(4), implanted: (B)(6) 2009, explanted: unknown.

Event description:
Additional information from the patients hcp was received. The hcp confirmed the shocking after the patient touched a stove. The event was not attributed to any particular device. A diagnostic scan (exact type not reported) revealed that the stimulator was projecting over the expected region of the greater curvature of the stomach. The patient was seen by the hcp on (B)(6) 2011. The impedance value was 677. During interrogation, the patient thought the stimulator was turned on and experienced a shocking sensation, even though the device was off. The patient returned on (B)(6) 2011 and the device was turned back on. The patient had no complaints at that time. The event was noted to be a serious injury by the hcp and that it required hospitalization. No further information was provided.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2009 (B)(6); product type lead. (B)(4).

Event description:
It was later reported that the system was completely removed and replaced. It was noted that the first system failed. It was noted that the stove was not on at time that she received that initial shock. The shocking started sometime in september of 2011. A manufacturer's representative did check the system however , the cause could not be determined so complete system was removed and replaced.